Event description:
During an orthopedic procedure, the tip of an rf probe broke and a piece fell into the shoulder area. The broken piece was retrieved by the surgeon.

Manufacturer narrative:
The device was returned by the user facility and an investigation was conducted. The device was confirmed to be broken, however, the investigation did not reveal a root cause for the breakage. This incident may have been caused by many factors including, but not limited to device malfunction or operator error. The part of the device that had broken off was retrieved by the surgeon and there is no reported evidence that this event caused a pt injury or any other negative health related outcome. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices undergo an extensive inspection process. This inspection includes examination under magnification to verify that there is no damage to the device that would lead to breakage during use. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure that these devices are in proper working condition before they leave our facility.